Event description:
It was reported that this patient received multiple electric shocks from this cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) analyzed device episode data and found that, during multiple episodes of af with rvr, this crt-d delivered anti-tachycardia pacing (atp) and electric shocks. There was also atrial under-sensing due to the af falling below device programming. Ts recommended programming adjustments as troubleshooting. No additional adverse patient effects were reported. Currently, this crt-d remains in service.